Event description:
I changed to the new resmed airsense 11 because I was using the airsense 10 for a longtime. 2 weeks later the unit started to sound louder and pushed out too much ventilation. I sent the unit to repair, but the repair company stated that resmed does not provide repair for damaged parts. I've been waiting for more than 30 days for my unit. How is it possible that resmed does not support these new units with parts on time.